Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding their implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that they had increased pain at the ins site. They had burning at the ins site when a different ins was on. They thought that the ins caused issues with their other ins. When both devices were on their nerve pain increased and doubled. No further device issue alleged / identified. No further patient symptoms or complications were reported.